Event description:
The customer stated: while at patient use the unit stopped ventilation. Error 7 was on the display, and something like black dust was on the patient circuit. There was no patient harm. The patient doesn't need medical attention because of this event.